Event description:
Reported via clinical study: it was reported that the device did not seal and that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography (CT) imaging procedure. The CT imaging showed that there was a 4.4mm residual jet flow and a laminar non-mobile thrombus present. No intervention or treatment was performed at this time. There were no other complications that were reported to have occurred as a result of this event.